Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical damage of the subject device. Additionally, the gap between server plug-in (z-block) and distal end deteriorated during the device handling due to physical/chemical stress or storage environment however, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: 3.2 inspection of the endoscope: inspection of the endoscope the event can be prevented by following the IFU sections: operation manual: important information ¿ please read before use: warnings and cautions reprocessing manual: 3.1 compatibility summary reprocessing manual: chapter 8 storage and disposal olympus will continue to monitor field performance for this device.

Event description:
During a standard inspection of a customer returned asset, the distal end has residual liquid and foreign material. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, distal end residual liquid and foreign material between z-block and distal end were observed. In addition, air/water cylinder discoloration, suction cylinder discoloration, fixing force of guide wire failure to meet standard, connecting tube cut, and distal end shaved were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.